Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 17mm amplatzer septal occluder had been chosen for procedure on (B)(6) 2022 using an 8 f delivery system. During the procedure, the device presented with a deformation. It was noted that the device was re-sheathed five times, the device was retrieved. The device attempted again but the deformation persisted. It was noted that there was a delay in procedure but that the patient remained stable throughout the procedure. The device was removed and exchanged with a new 17mm amplatzer septal occluder, that was successfully implanted. The patient was noted have been discharged at the time of report.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. However, three photos were received which appeared to show a bloody occluder in a cobra conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but may have been caused by attempting to implant the device with a larger than recommended delivery system and attempting to deploy the device more than two times. Please note, per the amplatzer septal occluder instructions for use: "warnings: do not release the device from the delivery cable if the device does not conform to its original configuration or if the device position is unstable or if the device interferes with any adjacent cardiac structure, such as superior vena cava (svc), pulmonary vein (pv), mitral valve (mv), coronary sinus (cs) or aorta (ao). Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device." Table 1: the recommended size delivery system for use with a 17mm amplatzer septal occluder is a 7f.na

Event description:
Subsequent to the previously filed report, additional information was received that there was no anatomical interference when the occluder was deployed. There were no kinks or angulation in the delivery system when the occluder was deployed. There was no clinically significant delay.